Manufacturer narrative:
D10 concomitant products: gsj-33-m, gsj-33-m sofsilk 3/0 blkcv-25dt5x45cmx24 (lot#:d4m1285y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a procedure, two of the five detachable needles had broken tips. A new product was used to resolve the issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection of the opened samples noted two sutures and four needles. Two needles were received broken at the needle tips. Upon microscopic inspection, instrument marks were observed near the break sites. It was reported that it had broken tips. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue could occur if the needle was grasped near the swaged end or the tip and could cause bends, breaks, or damage the connection between the needle and suture. The evaluation detected an unreported condition: bent needle and needle detached. Visual examination noted that one of the broken needles was noted to be bent at 2/3 of its length from the needle tip. One suture was received attached and one detached. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments, such as forceps or needle holders. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.